Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).